Event description:
It was reported that during a coronary stenting treatment procedure, a shaft break occurred. The target lesion being treated was located in the severely tortuous left circumflex artery (lcx). During the procedure, it was noted that the 3.00x16mm liberte' stent delivery system was advanced to the lesion but did not pass smoothly through the vessel and then the physician noticed that the shaft broke. The physician used another 3.00x12mm stent to complete the procedure. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a coronary stenting treatment procedure, a shaft break occurred. The target lesion being treated was located in the severely tortuous left circumflex artery (lcx). During the procedure, it was noted that the 3.00x16mm liberte' stent delivery system was advanced to the lesion but did not pass smoothly through the vessel and then the physician noticed that the shaft broke. The physician used another 3.00x12mm stent to complete the procedure. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - the device was received in two sections as a result of a break in the hypotube. The break was located distal to the strain relief. An examination of the break site found that the break occurred as a result of a severe kink that developed in the hypotube. The crimped stent, balloon and tip sections of the device were visually examined and no issues were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).